Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the puncture was complete, a safety shield of a bd¿ saf-t-intima was fail to activate.

Event description:
It was reported that after the puncture was complete, a safety shield of a bd¿ saf-t-intima was fail to activate.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7327621. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was submitted for review, during the evaluation of the device our engineers found the safety device to have completely activated. Unfortunately, with the ability to review the reported failure of the safety device, our facility is unable to determine the root cause for this event at this time. The reported safety shield activation failure and blood backs up / not completely expelled needle defect by customer were not confirmed after inspecting the sample provided.